Event description:
Cardioplegia leukocyte depleting filter formed many blood clots. Clots were not seen until the circuirt was drained post bypass. Patient and circuit were adequatly anti coagulated. (Tested every 15 minutes by activated clotting time test) clots were isolated to the filter only. Had clots through they would have been perfused directly into the coronary sinus. Filter was set-up and primed according to manufacturer specifications.